Event description:
The patient reported having a "bad lead." Follow-up did not yield any additional relevant information regarding this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.